Event description:
It was reported that the lead insulation was damaged. The lead was repaired using two layers of silicone and it remains in use. It was noted that the patient is taking part in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.